Manufacturer narrative:
Other device listed in this report: catalog: 01-3210 description: lfit morse taper head lot code: 93223201. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device : hospital retained.

Event description:
The patient's left hip was being revised due to pain. The previous revision of the cup was non stryker.